Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) via the manufacturer's representative reported the patient had her spinal cord stimulation (scs) system explanted due to a lead fracture. The indications for use were complex reg pain syndrome type I and spinal pain. No outcomes were reported regarding this event. Follow-up is being conducted to determine this information. If additional information is received a follow-up report will be sent.